Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory confirmed that there were no suspicious faults or resets and the device was in primary operation. The device never triggered elective replacement indicator (eri) battery status while implanted, and the device never reverted to safety mode operation. The battery voltage was 2.917v and the device had not reached the one year remaining timestamp. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. While this device was included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population, where the device could revert to safety mode due to high internal battery impedance, this device was not exhibiting the advisory behavior and was operating within specifications.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. In addition, the device also triggered safety mode. Subsequently, the device was replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. In addition, the device also triggered safety mode. Subsequently, the device was replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.